Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the act button on the insulin pump does not respond. Device was not exposed to moisture. Blood glucose value is 101 mg/dl. Nothing further reported.

Manufacturer narrative:
All buttons responding properly however, moisture damage was found at keypad traces. The insulin pump was received with cracked case at display window corners and reservoir tube lip and minor scratches on display window.